Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had migrated causing both the leads to dislodge. The physician suspected this was due to twiddler's syndrome. The patient had presented symptomatic while pacing, and experienced shortness of breath (sob). A revision was done to reposition both leads. This device remains in service. No additional adverse patient effects were reported.